Event description:
It is reported, patient received the letter regarding the recall from the surgeon. The patient has experienced sporadic pain, aching and weakness in the right hip at the implant site since (B)(6) 2012. The pain is not severe but sometimes causes him to walk with a limp. The patient saw his surgeon on (B)(6) 2012 and x-rays were taken. He will see his surgeon every six months for follow up or sooner if the experiences pain or discomfort.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report. An evaluation of the device cannot be performed as the device remained implanted and was not returned to the manufacturer. Additional information pertaining to the device referenced is this report (including x-rays and medical records) was requested. Should additional information become available, it will be submitted in a supplemental report.